Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor, displacement and delivery accuracy tests. No unexpected pump suspending on its own noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to emergency room and was hospitalized on (B)(6) 2018 at 8 am for hyperglycemia. It was reported that the customer had high blood glucose levels of 17 mmol/l and the current blood glucose level was 6 mmol/l. It was reported that the insulin pump was suspended on its own. It was reported that the customer blood glucose level at the time of admission was 12 mmol/l. The customer reported that they experienced ketones levels of 3.0 and was vomiting. It was reported that the insulin pump was suspended. It was reported that the customer was treated with intravenous drip and had bloodwork. It was reported that the customer was able to complete the carelink upload. According to the carelink report ,the insulin pump was suspended on (B)(6) 2018. The customer identified this as the reason for the high blood glucose episode. The customer stated that the insulin pump has suspended a few times over the last month. Troubleshooting was not completed during the call. The customer was advised to return the insulin pump. Product is expected to return for analysis.